Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a surgery an unknown guide wire got stuck inside the step drill. There was no harm for patient, operator or third party. The surgery was finished successfully with the same device was used anyway. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The complaint was confirmed. One unpackaged ar-8610tdc-10 step drill for 3.00mm hcs serial/batch number (B)(6) was received for investigation. The visual evaluation noted a piece of metal inside the drill cannulation and tissue around the metal stuck inside. It was also observed that there were scratches on the dill¿s connector and nick at the drill flutes. The most likely cause(s) of this type of event include applying excessive forces through leveraging/prying the device.